Manufacturer narrative:
Initial MDR submission with device evaluation. It was reported white matter was flaking off needles. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with no packaging blister or plastic shield. Next to the needle assembly there is a white foreign matter. No other information could be obtained from the photo. A device history record review was completed for provided material number 304142, lot 3116992. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.

Event description:
Material # (B)(6) lot # 3116992 it was reported by customer that white matter flaking off needles verbatim: rcc received a complaint via email. Email(s) attached. We were notified of a complaint from a customer stating white matter flaking off needles. Please see the below details regarding the reported issue. If it is indicated that a sample is available, please provide shipping instructions within 30 days or the sample will be disposed of. Medline complaint #: (B)(6) defect description: white matter flaking off needles medline part #: 147160 product description: ndl 23ga 1-1/2in ns tw vendor part #: 304142 lot #: 3116992.

Event description:
Material # 304142, lot # 3116992. It was reported by customer that white matter flaking off needles. Verbatim: rcc received a complaint via email. Email(s) attached. We were notified of a complaint from a customer stating white matter flaking off needles. Please see the below details regarding the reported issue. If it is indicated that a sample is available, please provide shipping instructions within 30 days or the sample will be disposed of. Medline complaint #: (B)(4). Defect description: white matter flaking off needles. Medline part #: 147160. Product description: ndl 23ga 1-1/2in ns tw. Vendor part #: 304142. Lot #: 3116992.